Event description:
Patient presented to the emergency department with chest pain. Imaging was performed, showing that the ipg had migrated from the pocket and suggesting the sense lead may have migrated with a possible pneumothorax. Physician brought the patient into the or, and upon opening the chest incision, the leads were observed to be tangled, consistent with twiddling, and the ipg sutures were no longer anchored to the pectoralis fascia. The physician untangled the leads, repositioned the sensing lead to an alternate location, resecured the sensing lead and the ipg, and closed.